Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted via the right groin. After insertion of the faradrive catheter, air did not stop during air removal. No air in patient was observed. A defect in the hemostatic valve of the faradrive steerable sheath clear was suspected. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed, and no abnormalities were observed. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted via the right groin. After insertion of the faradrive catheter, air did not stop during air removal. No air in patient was observed. A defect in the hemostatic valve of the faradrive steerable sheath clear was suspected. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product was received for analysis.